Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported on (B)(6) 2017 that on (B)(6) 2017 the patient went to have the pump refilled. When they were withdrawing the medication from the pump, there was more that came out than there should have been and the medication was ¿really cloudy and not clear.¿ it was stated that they though there may be something wrong with the pump and the doctor had not called them back, per the consumer. It was noted that the patient was going through withdrawal but was taking oral baclofen to help prevent withdrawal. It was also mentioned that the patient¿s spasticity was bad/getting worse starting (B)(6) 2017 and that the patient could barely hold their trunk up. This was considered a gradual change in therapy/symptoms. No troubleshooting was done prior to the call. A medical or therapy problem associated with small parts was not reported. It was noted that pentec was contracted out and filled the pump and that the pentec representative notified the doctor and someone was supposed to call the patient back but no one had called them yet. Physician listings were requested. No further complications were reported or anticipated.